Event description:
It was reported that the patient¿s right atrial (ra) lead was dislodged. Upon repositioning, the helix of the ra lead failed to retract due to cardiac tissue being stuck on it. The ra lead was explanted and replaced. The patient was in stable condition.